Manufacturer narrative:
Philips service provided a workaround solution and advised replacement options. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system was not fully booting and the monitor display failed due to flex-vision fan error on a allura xper fd20. The clinical use of the system was unknown. There was no reported patient or user harm.